Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue occurred again.